Event description:
It was reported that after a da vinci-assisted surgical procedure, a staff member sustained an injury due to the patient side cart (psc). The event did not occur during a procedure, and no patient was involved. The staff member was moving the patient side cart (psc) backward, engaging with the handlebars on the psc to move the system. The staff member let go of the handlebars, and the psc kept rolling backwards while not being engaged. Due to the psc rolling backward unintentionally, the staff member's toe was injured and broken as the system rolled on top of it. The specific interventions performed after the event were unknown.

Manufacturer narrative:
An intuitive field service engineer (fse) performed a site visit and was unable to reproduce the reported problem; no trouble was found. The system handlebar was calibrated to ensure function despite no issues being found with the system brakes. The system was tested and verified ready for use.